Event description:
It was reported that damage occurred to a tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the damaged charging supplies via 2-day shipping.